Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (over 600 mg/dl) and ketones were present. Elevated bg was addressed with a pump bolus. The customer went to the emergency room and was admitted to the hospital. The customer was treated with an insulin drip and potassium. The cause of the event was not known and may have been due to the infusion set. The customer was discharged on (B)(6) 2018. The pump supplies were changed. Tandem technical support assisted the customer with performing a pump system check. No device issues were identified. The customer declined to remove the current infusion set site for inspection as bg levels have been good since being discharged.